Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 520 mg/dl. Customer had symptoms such as nausea, vomiting, abdominal pain or difficulty in breathing. Customer did not want troubleshoot for high blood glucose level. The insulin pump will not be return for analysis.